Event description:
It was reported that on (B)(6) 2009: the patient presented for CT of the thoracic and lumbosacral spine. Impression: levo-concave thoracic scoliosis with dextroconcave thoracolumbar junction scoliosis; right lateral syndesmophyte formation at the l1-2 and l2-3 levels at the apex of the thoracolumbar junction scoliosis; no osseous central spinal stenosis in the thoracic or lumbosacral region. (B)(6) 2009 : the patient presented with the preoperative diagnoses of scoliosis and lumbago. The patient underwent the following procedures: t4-l5 post-instrumentation and fusion, multilevel smith petersen osteotomies, transverse lumbar interbody fusion at l4-5, foraminotomy l4-5 on the left, stealth neuronavigational preoperative planning, allograft, local autograft. Per the op notes, after disk material was removed and endplates prepared, allograft and local autograft which had been morselized was packed into the interbody space along with a rhbmp-2/acs soaked sponge. Another half sponge of rhbmp-2/acs was placed into the interbody cage, impacted at a 45 degree angle into the disk space. Posterolateral arthrodesis was carried out from t4 to l5 by decorticating the posterolateral margins as well as the transverse processes and packing the remaining autograft which was obtained locally by removing the spinous processes and morselizing them, as well as allograft to increase fusion mass. Rhbmp-2/acs sponges were also used in the posterolateral gutters to enhance chances of arthrodesis. Intra-op fluoroscopy was used. No complications were noted. (B)(6) 2009: the patient presented for x-rays of the thoracolumbar spine. Impression: interval placement of thoracolumbar intervertebral body fusion. No evidence of acute hardware complications. (B)(6) 2009: the patient presented for CT of the thoracic and lumbar spine. Impression: status post posterior spinal fusion with bilateral transpedicular screws from t4 through l5. The left transpedicular screws at t4 extends 8mm beyond the anterior cortical margin of the vertebral body. At l4, the right transpedicular screw transverse the right lateral recess; no large focal fluid collections. (B)(6) 2009: the patient was discharged to impatient physical therapy. (B)(6) 2009: the patient called in stating her back pain has become worse. She wanted more pain pills. (B)(6) 2009: the patient presented to ER for drug overdose. Diagnoses: major depression; narcotic overdose; chronic low back pain ; osteoarthritis. CT of the brain was taken. No complications noted. (B)(6) 2010: the patient presented to ER due to lyrica overdose, 45 tablets. Diagnoses: bipolar affective disorder, depressed, and suicide attempt by lyrica overdose; alcohol dependence; cluster b personality traits; chronic pain syndrome. (B)(6) 2010: the patient presented for CT of the cervical spine. Impression: mild degenerative changes of the cervical spine with mu lti-level mild neuroforaminal narrowing as detailed above. No significant osseous central canal stenosis is present. X-rays of the thoracic spine were also taken. Impression: mild to moderate degenerative change of the left shoulder; s-shaped thoracolumbar scol iosis with posterior spinal fusion is overall unchanged. (B)(6) 2010: the patient presented with generalized weakness and joint pain as well as bilateral joint pain. Diagnoses: generalized pain and weakness . (B)(6) 2010: the patient presented to the ER with toxic encephalopathy secondary to drugs, bipolar disorder, scoliosis, low back pain. Assessment: altered mental status; drug overuse; bipolar; thoracolumbar scoliosis. The patient underwent CT of the brain. Impression: negative. (B)(6) 2010: the patient was discharged home. (B)(6) 2011: the patient presented for CT of the lumbar spine. Impression: lumbar scoliosis with surgical hardware grossly well seated. No definite acute findings. (B)(6) 2011: the patient presented for mg mamm screen. Impression: there is an 8mm round density in the left breast middle depth central to the nipple seen on the mediolateral oblique view. There are multiple fine calcifications in the left breast superior lateral quadrant posterior depth are indeterminate. The patient also underwent CT of the thoracic spine. Impression: thoracic and lumbar scoliosis with post-surgical fusion with surgical rods in place. (B)(6) 2012 : the patient presented with preoperative diagnoses l4-5 pseudoarthrosis and upper intrascapular pain. The patient underwent the following procedures: removal of instrumentation via anterior lumbar interbody approach via retroperitoneal anterior approach at l4-5, placement of new interbody spacer device, and arthrodesis at l4-5; also exploration of fusion at that level, then posterior replacement of the l5 screws following removal of prior lucent instrumentation and removal of t4 and t5 screws and cutting the rod short. Per the op notes, after decortication of the endplates, a pyramesh interbody cage was packed with rhbmp-2/acs and allograft was packed into the disk space under direct visualization. At l4 and l5, pseudoarthrosis was clearly noted. The posterolateral gutters were decorticated and remaining allograft was packed in the posterolateral gutters for arthrodesis. No complications noted. X-rays of the thoracolumbar spine were taken intra-op with no evidence of hardware complication. (B)(6) 2012: the patient¿s labs were reviewed and showed a white count of 8.3, hematocrit 26.8, platelets 90. Her potassium is 4.4, bun 8, creatinine .7, glucose 105. (B)(6) 2012: the patient underwent CT of the head and cervical spine. Impression: no acute intracranial hemorrhage. Bilateral focal subtle hypoattenuation in the anterior limbs of the internal capsules, right more than left, may reflect lacunar infarcts of indeterminant age; no evidence of fracture or malalignment involving the cervical spine. (B)(6) 2012: the patient was discharged home. (B)(6) 2012: x-rays of the thoracic and lumbar spine showed no complications. (B)(6) 2012: x-rays of the entire spine were taken. Impression: cervical, osteopenia, cervical vertebral body height is maintained, there is loss of disc height at all levels particularly at c4-c5 and c5-6 with osteophytes. On the right, there is moderate neuroforaminal narrowing at c4-5, with severe at c5-6 and moderate at c6-7. The odontoid is partially obscured by overlying teeth. There is uncovertebral hypertrophy and narrowing at all levels. Thoracic spine; posterior fusion hardware intact without complication at this time. Osteophenia and overlying soft tissue limited evaluation; lumbar spine, hardware is intact. (B)(6) 2012: the patient presented for CT of the cervical spine. Impression: degenerative changes. (B)(6) 2012: the patient presented for CT of the thoracic spine. Impression: no acute pathology. (B)(6) 2012: the patient underwent MRI of the cervical spine. Impression: no significant abnormality seen in the cervical spine. What are felt to be some postoperative findings are noted posteriorly within the subcutaneous layers of the back at approximately the t3 level. (B)(6) 2012: the patient underwent MRI of the thoracic spine. Impression: status post scoliosis surgery. Surgical orthopedic hardware results in paramagnetic artifact which significantly interferes with evaluation; no discernible large disc herniation, discernible cord compression or cord displacement. (B)(6) 2013: the patient presented with pain in the upper back and arms. Pain radiates from the back to the left and right arm. Assessment: kyphoscoliosis deformity of the spine; chronic pain; osteopenia. (B)(6) 2013: the patient presented for follow up after bone scan and x-ray. The patient has mild sagittal imbalance after t6-l5 fusion for correction of scoliosis that was followed by pseudoarthrosis at the bottom of the construct. (B)(6) 2013: the patient presented with back pain , right and left scapular with radiation to underarm area. There is mild compression of t5 but stable . (B)(6) 2013: the patient presented with new lower extremity pain and weakness from buttocks to the back of thigh. She has repeated falls. Exam found weakness around the right foot. (B)(6) 2013: the patient underwent x-rays of the chest. Impression: cardiomegaly; low lung volume with chronic lung changes; no evidence of acute infiltrates or signs of frank congestion. The patient underwent x-rays of the lumbar spine. Impression: extensive postoperative changes throughout the thoracic and lumbar spine; presumed fusion at l4-5 with a prosthetic disc cage; there is loss of height of l4 of indeterminate age. The patient underwent x-rays of the hip. Impression: diffuse osteopenia; no acute fracture or dislocation. CT of the brain found no abnormalities.

Manufacturer narrative:
Review of radiographic images found as follows: on (B)(6) 2009 thoracic CT shows a complex scoliosis construct beginning at t4 and extending to the ls junction. Metal artifact makes assessment of screw position impossible. Coronal reconstructions show pedicle screws well positioned from t4 to the ls junction. Drains are seen in place. On (B)(6) 2013 chest x-ray construct again seen. Hilar thickening is seen. No new pathology is appreciated. On (B)(6) 2013 lumbar series complex construct extends to l5. There is an interbody harms cage at l4/5. On (B)(6) 2013 hip x-ray series left hip shows no sign of arthritis or collapse in the weight bearing dome. Acetabular coverage appears normal. No evidence of pubic or sacroiliac arthritis is noted. On (B)(6) 2013 brain CT no spine pathology demonstrated. On (B)(6) 2013 chest x-ray portable view shows prominene of the middle fissure possibly due to fluid. Cardiac shadow is enlarged. Construct is well positioned as before.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.